Manufacturer narrative:
Duplicate information was previously submitted in regulatory report #3004209178-2025-16727, the events were merged together. Continuation of d10: product ID 978b128, lot# va33jhp, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had the device removed because it got completely infected about 3 weeks ago, patient confirmed september 11th. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) and lead (lot#: va33jhp) revealed that the issue was caused by a non-analyzable medical issue. Continuation of d10: product ID 978b128 lot# va33jhp. Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient had a device site infection, and they were experiencing pus discharge and fever. The patient went to the emergency room (ER) on friday, and it was reported that antibiotics were required. Removal of the device was planned, and the issue was ongoing. Additional information was received from the manufacturer representative (rep). The rep reported that the patient was having the removal. The patient mentioned numbness in their genitals and the right side of their buttocks. The patient had fevers and headaches. It was reported that pus was coming out of the lead entry point. The hospital sent cultures to find out what type of infection the patient had.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33jhp serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.